Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section d6b: if explanted, give date: not applicable, the lens remains implanted / there was no indication that the lens was explanted. Section e1: telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted in the eye, the patient experienced visual discomfort and blurred distance vision. Visual acuity 20/25 j1, lens in the bag, uneventful surgery. The surgeon is monitoring the patient. It is indicated that the patient can still perform daily activities. No sutures, vitrectomy, or incision enlargement was required. Directions for use were followed. It was indicated that the end user sought medical care or was prescribed medication (outside standard care). The product is not available to be returned. No further information was provided.